Event description:
It was reported that the lower left and lower right of the insulin pump's display is cracked. It was also reported that the battery loading slot and reservoir window are, both, cracked as well. Customer's blood glucose levels were not included in the report. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump received with cracked display window, cracked case on display window corners, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip. No cracked on reservoir window noted.